Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a crack in the heating tube body, and water leaks from the tube. The event occurred during unpacking at facility. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: one opened and used device was received for evaluation. As received the infusate line female luer was observed to be cracked. No other damage or anomalies were observed. An attempt to prime the sample was done using an ICU medical provided syringe. A leak was observed originating from the crack on the infusate line luer. The customer complaint of leakage was confirmed due to the cracks observed. The probable cause of the crack is unknown.